Event description:
Per the clinic, the patient experienced pain and high sensitivity around the magnet area. Subsequently, the patient was hospitalized from (B)(6) 2024 to (B)(6) 2024 and was treated with IV antibiotics and steroid (specific date and duration not reported).

Manufacturer narrative:
It was also reported that the device was explanted on (B)(6) 2024. Reimplantation is planned but has not taken place at the time of this report.